Event description:
It was reported that during a gastric sleeve procedure, on the second firing the device locked out. A new device was used to complete the procedure. There was no patient impact. Upon investigation, it was determined that the device was attempted to be fired with a spent cartridge.

Manufacturer narrative:
(B)(4). Anvil. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Atrium region of stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Attempted to fire through safety lockout the analysis results found that one device was returned with the anvil bent upwards and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. The device was received with a fully fired reload. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.